Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01879) submitted for devices related to the same event. Device remains implanted.

Event description:
The ventricular assist device (vad) coordinator reported that while the patient was in the hospital getting ready to be discharged home when he reported a self-clearing electrical fault while using the restroom at 2:20 pm. With preliminary review of log files by the manufacturer's representative a driveline cleaning was recommended. The patient was started on dobutamine and given a heparin bolus of 2000 units prior to a driveline cleaning done by the manufacturer's representative at 7:30 pm per manufacturer's procedure. One blackened pin was noted upon disconnection. Cloudy wires were noted. Two rounds of cleaning were performed; approximate off-pump time was 1 minute for each round of cleaning. The controller was exchanged. The patient tolerated the pump-off time well per the hospital staff and remained stable throughout the procedure. It was indicated that the action resolved the problem with verification of repair. There were no additional alarms reported through night.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Device remains implanted.